Event description:
An optometrist reported a case of trace flap micro striae, observed bilaterally on one patient, at one week after lasik surgery. Straie was noted to be not visually significant. No medical or surgical intervention was reported. This is the first of two reports, which will reference this patient's right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on manufacturer's acceptance criteria. A review of the technical service on-site visits showed no abnormalities that could have contributed to this event. System had been checked prior to and after the reported date of event, and was within specifications. Investigation is on-going, and a root cause has not been determined. (B)(4).